Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced new right-sided sciatic nerve discomfort when walking, which had not been present prior to the implant. The patient stated that "something is wrong" with the implantable neurostimulator. The healthcare provider requested assistance to adjust the device. The caller was redirected for further support. Additional information was received from the patient stating they can't walk properly because the sciatic nerve is not being dulled by the scs and needs adjustments. Additional information was received from the patient (pt). When asked to clarify the issues with the implant pt writes "there was no issue: device was not turned on". Pt reports the cause was unknown, they turned the implant on to troubleshoot the issue, and the issue was resolved by turning the device on.